Manufacturer narrative:
The customer replaced the blower motor controller printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
The removed blower motor assembly was returned to the failure investigation lab (fi). A visual inspection revealed no obvious dust or debris on the unit, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating, and no signs of wear on connector or cabling. The blower spins freely. The fi technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue. The blower motor assembly was tested and could not duplicate the customer's complaint. No-fault found. Returned blower passed all testing.

Manufacturer narrative:
B4: 05aug2021. The customer could not duplicate the alleged malfunction, but they confirmed the issue in the error logs. The customer replaced the blower to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Report date: 20jul2021.

Event description:
The customer reported getting "blower temperature high" alarm. Power management board was recently upgraded. The device was in clinical use. There was no patient or user harm. The customer confirmed the diagnostic error message "giving a high temp blower alarm". The customer replaced blower motor to address the issue. Ran normal vent operation for 1.5 hours, and the error could not be duplicated. Further information is pending.